Manufacturer narrative:
The insulin pump received with cracked case behind the pump near the battery tube compartment. The insulin pump received with missing retainer, missing reservoir tube o ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o ring and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at the back of the insulin pump. Customer's blood glucose value was unknown. The device will be returned for analysis.